Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation was confirmed based on the customer's attached picture, which displays the device with the tip broken off.

Event description:
On 2/9/2024, it was reported by a sales representative via phone that an ar-3600nd-2hf disposable flexible fluted drill snapped off in the patient. This was not realized until later in the procedure when the anchor was being inserted and could not be implanted all the way. The surgeon then drilled a larger hole for another anchor and, after x-rays, realized the drill bit had snapped off. The surgeon did not remove the broken fragments, and the case was completed. The sales representative reported that although the drill bit is a single-use instrument, it had previously been used in other procedures. This was discovered during a hip labral reconstruction procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.